Manufacturer narrative:
The event occurred in united (B)(6). The caller did not provide product information for compact plus system 2.

Event description:
Customer reportedly received results between 6 and 7 mmol/l on compact plus system 1 and result of 4 mmol/l on compact plus system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. Customer was able to self treat with biscuits. No adverse event related to the device was reported. Requested return of suspect device.